Event description:
The reporter contacted animas on (B)(6) 2012 and stated the keypad buttons were sticking and the keypad was torn near the ok button. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): the keypad was found to be torn over the up and down arrow buttons. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The contrast button was found to be intermittently responding to presses; the contrast button has no effect on the pump's insulin delivery function. The keypad was removed and contamination was observed under the button contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).